Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon interrogation on (B)(6) 2018, a message saying that the device was in standby mode was displayed. The device was re-initialized.

Manufacturer narrative:
The implant date was provided. Preliminary analysis showed that the device switched in standby mode on (B)(6) 2018. Upon interrogation on (B)(6) 2018, the programmer asked for a re-initialization of the device, but the user did not confirm the operation and the device was not re-initialized.

Event description:
Reportedly, upon interrogation on (B)(6) 2018, a message saying that the device was in standby mode was displayed. The device was re-initialized.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, upon interrogation on 16 april 2018, a message saying that the device was in standby mode was displayed. The device was re-initialized.